Event description:
Rptr purchased an avent isis iq duo breast pump, the device claims that the isis iq does all the work for you and expresses effortlessly and painlessly from both breasts at once, rptr found this not to be true, the pump was not very easy to use and it caused irritation and cracking on breast. Rptr does not understand how a MFR can make such a claim as painlessly. The pain and irritation went away after she stopped using the pump. The pump's performance was very poor also it did not express very much milk at all. Rptr asks if the FDA supports the claims made by avent for this product and if they provided any proof for this claim.